Manufacturer narrative:
This user facility is outside of the united states. Examination of returned device found no evidence of product non-conformance. During the evaluation, the acetabular cup showed evidence of wear. A conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is 2 of 2 mdrs filed for the same event (reference 3002806535-2015-04160 & 2016-00220).

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on an unknown date due to unknown reasons.